Manufacturer narrative:
The insulin pump alarmed compromised force senor system during the basic occlusion test due to a cracked end cap. The pump had a cracked case at the display window corner, debris under the display window, and a cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she is getting a compromised force senor system alarm on the insulin pump. Customer's blood glucose was 221 mg/dl. Customer was advised to disconnect from the pump. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.